Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0bnme, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient stated system was removed due to staph infection. The patient was treated with IV antibiotics and oral antibiotic. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.